Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical study name: (B)(6). Patient ID: (B)(6). It was reported that on (B)(6) 2023 an arteriotomy closure of the right common femoral artery (rcfa) was done with a prostyle device via a 16f sheath hole relative to an interventional transcatheter aortic valve implantation (tavi) procedure. Additionally, a proglide device was used successfully to close a second access site on the left side. On (B)(6) 2023, two days post- procedure, bleeding was observed from the rcfa (prostyle) access site and was treated/resolved the same day using a pressure bandage. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of hemorrhage is listed in the electronic prostyle instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.e1 - address 1 and postal code.